Manufacturer narrative:
(B)(4). Batch # unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that during an unknown procedure, the customer was using the cdh29p and experienced that it did not ¿fire off¿. They unpacked a new one and only tried to replace the battery, but it did not work. Then they took out the stapler and switched and put the battery in this and it worked. There were no consequences in the patients result after the surgery. It is not reported any change or action taking in the post-operative care.